Event description:
A customer reported that during a procedure, the vitrectomy cutter was not cutting at setting level. The case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was then tested and met all product specifications. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this king against the system. The product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).